Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5041988.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had broken contacts. The patient underwent a procedure wherein the spinal cord stimulator (scs) leads were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted leads will not be returned.